Event description:
It was reported that during a laparoscopic gastro sleeve resection procedure a newly opened device was used. The procedure was done smoothly and blue reloads were selected for sleeve resection. Total 4 reloads were fired and the first three proper staple lines were observed both from patient and specimen side. However, a hole was observed on the forth staple line. It is reported that no staples were found on the specimen side. The doctor suspected that if there are any staples at the patient side too. But after a brief observation, no leakage is noticed and so no further investigation proceeded. The doctor then continued the procedures and patient was normal and stayed in common ward.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: are the blue cartridges available for return? Yes. Is the device available for return? Yes. During which stroke did the event occur? 4th. Was the instrument fired across or near an existing staple line or clip? Near existing staple line ( please refer to the attached photo). If any unexpected noises were heard, when were they heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not noticed. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that the device was received in good visual condition and with four ecr60b cartridge reloads present. Cartridges were received fully fired and in good visual condition. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was returned and it is believed hat the complication experienced was most probably a tissue thickness to cartridge selection miss match, resulting in staple cartridge deck deflection.